Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed interlock and fast stop error messages and was down. The system was rendered unusable. There is no report of pt injury associated with this event.